Manufacturer narrative:
A philips remote service engineer (rse) remotely logged into the customer system, and found the primary server lost its ip address, causing client units to reboot. The rse engaged network engineering (ne) for assistance and to review core router logs. For core a ((B)(4)), they checked cpu utilization and uptime; utilization was observed at high levels and uptime of approximately seven years. They checked core b ((B)(4)), and found core b had rebooted due to over-utilization and had been up for approximately 49 minutes. It was determined the primary server lost its ip address as a result of the core b reboot; this triggered client reboots/disconnects. The rse informed the customer of the findings and advised to monitor the situation until the following day. The customer reported no further reboots after the event, and the case was closed per the customer. Based on the information available and the testing conducted, the cause of the reported problem was "over-utilization" of core router b leading to a reboot and loss of ip address. The reported problem was confirmed. The device was operational after the device had rebooted. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on a patient information center ix indicating that units on 3rd, 4th and 5th floors were repeatedly rebooting since approximately 8:30pm, approximately every 5¿10 minutes and disconnecting from the primary server. The pic ix shows "disconnected from hospital network" after the primary server lost its ip address. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.